Manufacturer narrative:
An investigation was conducted: it was reported that during a localizer procedure on (B)(6) 2026, the user reported that "the signal is scattered and will detect a ¿signal¿ randomly that has absolutely no concordance with the clip." After obtaining additional information from the user, it was further reported that the surgical procedure took longer than normal and required "more dissection trying to find the tag." The user reports that the tag had "migrated to the skin as it was not with the mass that was removed." The user has confirmed that the localizer tag was located and removed from the patient without removing additional breast tissue. Investigation methods and findings: the device was not returned for this complaint, and only limited patient-related information was provided. Investigation of this issue was conducted through customer-provided information, historical complaint review, analysis of similar events, and evaluation of product design. Cause/root cause: the complaint could not be confirmed, not enough information was presented to determine a possible root cause for this issue, however, a previously opened CAPA¿s captured similar issues as well as issues involving localizer readers with inaccurate distance readings. As a part of the CAPA investigation, interferences such as wireless chargers and rf cautery devices, caused out of spec readings. Conclusion: the reported issue was not confirmed. These types of issues were captured in previously opened CAPA¿s. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: the certificate of compliance of the contract manufacturer was reviewed for the corresponding lot number, and the device was released meeting all qa specifications.

Manufacturer narrative:
Device history record (DHR) review was unable to be conducted at the time of this report a follow up MDR will include the DHR for the device.

Event description:
It was reported that during a localizer procedure on (B)(6) 2026, the user reported that "the signal is scattered and will detect a ¿signal¿ randomly that has absolutely no concordance with the clip." After obtaining additional information from the user, it was further reported that the surgical procedure took longer than normal and required "more dissection trying to find the tag." The user reports that the tag had "migrated to the skin as it was not with the mass that was removed." The user has confirmed that the localizer tag was located and removed from the patient without removing additional breast tissue. No further information is currently available.